Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet temporarily lost blood glucose data from a paired dexcom g7 sensor, and verification of the sensor code followed by an ilet restart restored glucose readings. Symptoms included no reported adverse physiological effects. Outcomes included no alerts or alarms, no need for medical care, and no impact to blood glucose control. Investigation included customer interview, device use review, and guided troubleshooting. Investigation of this case revealed transient communication loss between the ilet and the cgm with successful recovery after restart, indicating a resolved connectivity issue without device damage or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss consistent with external communication factors.